Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. In (B)(6) 2010, the patient was diagnosed with silent ischemia and cardiac catheterization was recommended. The de novo target lesion was located in the right posterior descending artery (r-pda) with 99% stenosis and was 14mm long with a reference vessel diameter of 2.8mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with angina and was hospitalized. Stress test revealed inferior ischemia. There was 99% stenosis in the left circumflex (lcx) which was treated with a non-bsc drug eluting stent. The study drug was discontinued. The patient was discharged on aspirin. The event was considered as resolved without residual effects.

Event description:
It was further reported that in (B)(6) 2010, the patient underwent nuclear stress test which revealed septal infarct and inferior ischemia. The patient was referred for cardiac catheterization. The 1st target lesion was located in the proximal segment of svg to r-pda. The 2nd target lesion was a de-novo lesion located in the distal segment of svg to r-pda with 90% stenosis and was 14mm long with a reference vessel diameter of 2.8mm. The 2nd target lesion was treated with direct placement of a 2.75x16mm taxus liberte stent, with 0% residual stenosis. In (B)(6) 2012, there was 99% in-stent restenosis of the study stent in the proximal segment of svg to r-pda, which was treated with pre-dilation and placement of a 3.0x23mm xience stent. Following post-dilatation, residual stenosis was 0%. In addition a non-target lesion located in the lcx was treated with pre-dilation and placement of a 2.5x15mm xience stent proximally and then a second 2.5x8mm xience stent placed distally with mild area of overlap. Following post-dilation of both stents, residual stenosis was 0%. At the time of the event, the patient was taking aspirin. The patient was discharged on aspirin and effient.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Manufacturer narrative:
(B)(4).